Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the taa is reported to have grown and measures 97.2 mm in maximum diameter on the current study. There is inadequate seal both proximally and distally due to diameter mismatch of the aorta and the devices, resulting in type 1a and 1b endoleaks. With no previous studies to compare, it cannot be determined if these devices were undersized at the time of repair or if this represents progression of aortic disease in the proximal and distal seal zones. There is also a type 2 endoleak from an intercostal artery that could also be contributing to sac growth. Per the complaint report, the patient was subsequently treated with re-lining of the previous stent grafts with larger diameter devices. A tx2 40 x 135 mm device was used proximally and a tx2 38 x 136 mm device was used distally. It is unclear where these were precisely placed, but there is still concern for inadequate seal even with these devices based on the current aortic measurements. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) year old male patient underwent aneurysm of the descending aorta repair using tx2 devices on (B)(6) 2013. Zteg-2p-36-152-pf was placed in proximal side and zteg-2p-38-152-pf was placed in the distal side. And tbe-38-77-pf was placed in the junction of those two. On (B)(6) 2017: growth of the aneurysm has been confirmed. Endoleak type could not be determined but type ii was suspected mostly, so coil embolization to solve the type ii endoleak was planned. However contrast in the proximal side of zteg-2p-36-152-pf and the distal side of zteg-2p-38-152-pf were observed as well, so additional placement of the stent grafts were performed on (B)(6) 2017. (B)(4). On (B)(6) 2017: additional procedure was performed. The access vessel (left) was 9mm and previously replaced with an artificial vessel. Zteg-2p-40-135-pf was placed in the proximal side of zteg-2p-36-152-pf and zteg-2d-38-136-pf was placed in the distal side of zteg-2p-38-152-pf. Zteg-2p-40-135-pf was placed lower than planned, so the physician decided to place tbe-40-81-pf additionally just in case. However the delivery system of tbe-40-81-pf would not advance because it got caught the artificial vessel even the delivery system of zteg-2p-40-135-pf had been advanced before this one. He removed the delivery system and found the sheath tip was slightly lifted. (B)(4). He gave up placing the extension and performed additional touch-up at the proximal side where the additional stent graft was placed lower than planned. He confirmed no endoleaks and completed the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.